Manufacturer narrative:
(B)(4).

Event description:
The customer reported touch screen calibration difficulty; touch screen calibration fails at the last touch; cannot exit calibration screen. The customer reported there was patient involvement and no patient harm.